Manufacturer narrative:
The information provided was obtained from a retrospective review of servicing data; therefore, no other information is obtainable at this time. There was no reported patient involvement.

Event description:
The customer reported that the device will not turn on / off, turns on automatically. No patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 06may2020 to the present date 14jan2021 and confirmed that this device was not previously returned for servicing.

Event description:
The customer reported that the device will not turn on / off, turns on automatically. No patient involvement.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the device will not turn on / off, turns on automatically. No patient involvement.